Event description:
Boston scientific received information that the patient with this pacemaker was experiencing a tightness in the chest every 21 hours. At the follow up visit, the patient experienced the same symptoms during the right ventricular threshold test with both unipolar and bipolar stimulation. The test was performed with automatic capture and the patient experienced the same symptoms. The physician has recommended the patient undergo a stress test. The device was reprogrammed to have the automatic capture disabled. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be updated.